Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime anomaly with the insulin pump. Insulin was shooting out while they were priming. Troubleshooting was not performed because the customer did not have the insulin pump with them at the time of the call. The customer¿s blood glucose level was unknown. The customer stated they will call back to troubleshoot. The device will not be returned for analysis.